Manufacturer narrative:
(B)(4):the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00781 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a lung rfa (radiofrequency ablation) procedure in the upper left lobe performed on (B)(6), 2010. According to the complainant, during the procedure, difficulty was encountered while placing the electrode and visualizing the tumor. Subsequently, without roll-off having been achieved, a clinical decision was made to stop treatment after 35 minutes due to the continued fall in impedance. No visible issues were identified with the leveen electrode. The patient's condition at the conclusion of the procedure was reported to be stable. However, the patient returned several months later for a follow-up pet CT scan which showed activity in the tumor and a new node at the hilum.